Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed self test.

Event description:
Customer reported via phone call that insulin pump had button issues. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on top of insulin compartment, half of the piece is missing from the reservoir compartment. Customer reported that act and esc button had issues. Customer stated that arrow button will work after 10 minutes. Insulin pump will be return for analysis.